Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the numbers were not counting up on the screen while changing her set when insulin came out of the tubing. The blood glucose reading was 227 mg/dl. While attempting to fill a new set, the insulin pump alarmed for no delivery and no insulin came out and no numbers appeared on the screen. The customer was unable to exit the "preparing to prime" loop. While disconnected from the insulin pump, the customer was advised to hold down the act button until they receive a second series of beeps and/or numbers on the display, and she did not. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.